Manufacturer narrative:
(B)(4). D10: unk right tmj mandible cat#unk lot#unk. Unk left tmj bearing cat#unk lot#unk. Unk right tmj bearing cat#unk lot#unk. G2: united kingdom. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that a patient is being considered for a tmj revision procedure with a custom tmjpm implant due to pain, heterotopic bone formation, and rom issues. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d4, g3, g6, h2, h3, h4, h6, h11. The reported event could not be confirmed due to lack of product/information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records were not provided. The device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D10: 45mm rt standard ti mand cat# 24-6545ti lot# 387680b. Tmj sm lft fossa comp cat# 24-6563 lot# 563700b. Tmj sm rt fossa comp cat# 24-6562 lot# 479830a. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that a patient underwent an initial right tmj procedure approximately 12 years ago as well as an initial left tmj procedure approximately 11 years ago. Subsequently, the patient is being considered for a custom tmjpm implant due to pain, heterotopic bone formation, and rom issues. Attempts have been made and additional information on the reported event is unavailable at this time.